Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving check te messages.